Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-011-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnosis procedure was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had an image disk problem. Analysis of system log file showed error related to the reported issue. Upon troubleshooting, fse found that the ippc could not image disk while system is on power on self-test. To resolve the issue, fse reseated all components in ippc, reinstalled the os and application for ippc. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system had an image disk problem. The device was in clinical use. No harm was reported to philips. Philips has started an investigation of this complaint.